Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. A battery depletion (bd) alert was also noticed. The timeframe in which the estimated longevity change was observed has not been specified. No data from this device was able to be provided for analysis at this time. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. A battery depletion (bd) alert was also noticed. The timeframe in which the estimated longevity change was observed has not been specified. No data from this device was able to be provided for analysis at this time. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis. The patient has not signed the consent form to allow return of the product for analysis.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. A battery depletion (bd) alert was also noticed. The timeframe in which the estimated longevity change was observed has not been specified. No data from this device was able to be provided for analysis at this time. This device remains in service. No adverse patient effects were reported.